Event description:
It was reported that during a lap lobectomy, the tissue pad came off easily. The tissue pad did not fall into the patient. It took a longer time to seal the tissue than usual. No bleeding due to a difficulty in sealing was confirmed. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Should the information be provided later, a supplemental medwatch will be sent. The analysis results found that the device was returned in good condition, with the tissue pad attached to the device. The device was tested with a generator and was functional. The cutting of test media performed as expected. The tissue pad had damage that was caused by something other than the device's blade. The damage to the tissue pad did not affect the fit or form of the instrument. It is possible that the device returned may have been used to complete the procedure and is not the device complained about.